Manufacturer narrative:
(B)(4). This complaint was not confirmed. A batch review was not possible since the lot number was not known. The root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a question on whether she was infected as she took a shower and her mini cap accidentally came off. The home patient (hp) stated that a new mini camp was put back on. The technical service representative (tsr) advised the hp that this was a medical question and that she would need to contact the on call nurse for further medical instructions.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.